Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter reported via phone call that he experienced high blood glucose. The customer's blood glucose was 575 mg/dl at the time of incident. The customer's blood glucose was 428 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections and insulin pen. The customer stated that his blood glucose was between 200 mg/dl to 400 mg/dl when it started. The customer performed troubleshooting and did not found any issues on the insulin pump. The customer declined to check his settings. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised that a tubing clamp will be sent. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.